Event description:
It was reported by a surgeon that a vns pt experienced voice disturbance that occurred approx 6-7 months after her vns surgery. The pt recently had a videostrobe which revealed improved glottic closure. The true vocal fold did appear temporarily fixate during active stimulation by the vns implant. Add'l info was received through clinic notes dated (B)(6) 2008 in which the pt reported verbal hoarseness. At the following appt on (B)(6) 2008, the pt reported headache after the device was adjusted vocal cord edema and verbal hoarseness. Hoarseness of voice was noted on (B)(6) 2008. On (B)(4) 2008, it was indicated, the pt experienced left vocal cord paralysis. The vocal cord was injected with a gel to prevent choking. Good faith attempts to obtain add'l info have been unsuccessful to date.